Event description:
On (B)(6) 2013, a pt presented to (B)(4) for a scheduled elective right hip arthroscopy hip with debridement. During the procedure a 1mm piece of a iconix 2.3 anchor with 3 strands #2 fiber force metal tip broke off inside the pt. The entire broken piece was retrieved by surgeon during the case.